Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a draining slowly message during drain 0 of 4 of treatment multiple times. The patient was empty due to a stat drain from the previous night. Technical support assisted the patient in bypassing to fill 1 of 5. Upon follow up, it was determined the patient was able to complete treatment. The patient stated after treatment and last fill of 2000 ml, a manual drain of 4600 ml was performed. This drain volume is 230% the patient's prescribed fill volume of 2000 ml. The patient notified the peritoneal dialysis registered nurse (pdrn) of the issue and did not require any medical intervention or additional treatment as a result of the reported issue. The patient has since resumed treatment on the cycler with no further issues and there were no adverse events reported and no medical intervention.